Manufacturer narrative:
Further information from the reporter regarding event, product, or patient detail has been requested. No additional information is available at this time. The events of a "delayed inflammatory reaction or allergic reaction" with associated erythema, swelling, and induration" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: adverse events: the most common injection-site responses for juvederm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Postmarket surveillance: the following adverse events were received from postmarket surveillance for juvederm ultra plus (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection-site, necrosis at the injection site, abscess at the injection site, and headache. Inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvederm ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the physicians included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess. Serious adverse events have infrequently been reported for juvederm ultra plus (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, and pain. The onset of edema, erythema, and pain generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, the reported events resolved within a few days to 5 weeks. Additionally there have been reports of nodules, infection, and inflammation. The onset of inflammation generally varied from the day of treatment to 1 day post-injection. The treatment prescribed included antibiotics, steroids, and needle aspiration. Resolution of symptoms has been reported within 4 days.

Event description:
Healthcare professional reported approximately one month after injection with juverderm ultra plus xc in the lips, marionette lines, and perioral area as well as concomitant injection of juverderm ultra xc in the "lip border and above the lips", the patient's upper lip developed erythema and became "really swollen, hard, palpable, and round"; the other injection sites also developed erythema and swelling. No treatment has been prescribed. Patient self-prescribed zyrtec, aleve, and warm compresses. The patient was referred to a dermatologist who believed there "was too much hydrophilia post salt intake followed by possible lymphatic drainage". The patient was prescribed a prednisone taper and antihistamines. Symptoms resolved approximately 3 weeks after onset. This is the same event and the same patient reported under MDR ID # 3005113652-2014-00498 (allergan complaint pr# (B)(4)). This is the first MDR submitted for the first suspect product, juvederm ultra plus xc.